Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. "The patient returned to the hospital on tuesday (B)(6) 2017 complaining of abdominal pain and was re-admitted. Tests were done that found a slightly elevated white blood cell (wbc) count and crp. Abdominal scans were also requested which revealed a substantial amount of fluid in the pouch of douglas. The patient continued to worsen and by wednesday afternoon (B)(6) 2017 was severely ill. A laparoscopy was then conducted and the following was observed: two white spots on the outside of the uterus, a hole in the bowel which appeared to have thermal margins. A severe case of peritonitis. The bowel was repaired, and the abdomen was washed out. The patient was recovering in intensive care unit (ICU) on (B)(6) 2017."

Manufacturer narrative:
A correction was entered to reflect the correct model and catalog number of the device.